Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot.

Event description:
A customer contacted baxter (B)(4) regarding particulate matter that was found in a xenium 130 dialyzer. The customer stated that the cialyzer had black particles inside the filter. There was no patient involvement, patient injury or medical intervention reported for this event.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.